Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The error message "runaway" was reported. Complaint ID #(B)(4).

Manufacturer narrative:
It was reporting that during start-up of the hl 20 machine the error message "run-away" was displayed. No harm to any person reported. A getinge field service technician (fst) investigated the device on 2021-09-23. The fst could not reproduce the reported failure (¿run-away¿ error message). He checked the device for potential failures in the related area (function check of the pump). No failures or problems were detected. After a function test, the device was delivered to the user in working condition. No parts were replaced. Thus the reported failure error message: "run-away" could not be confirmed. Getinge life cycle engineering confirmed that a possible use-error could have lead to the reported failure: if the pump is running while inserting a tube or the pump head is rotated manually for another reason with sufficient speed, this can lead to the error message ¿run-away¿ or ¿direction¿. Referring to the IFU of the hl20: the pump has to be switched of when inserting the tube mainly due to safety reasons. "Switch off the pump when inserting the tube. Otherwise, the pump may start accidentally, resulting in injury to the user, and damage to the tube or pump". The device was manufactured in 2007-02-14. Non-conformities (include non-conformities in production process) at mcp were reviewed for the period of 2007-02-14 to 2022-01-28. There was no non-conformity related to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).